Manufacturer narrative:
Rubber component showed early hardening and wear. After one month of use this device would no longer pass a load test.

Event description:
It was reported a brand-new traction vector connected to 15 lbs of weight and gw tongs attached to patient's head popped off upper tower of trios table during a post cervical procedure.

Event description:
It was reported a brand-new traction vector connected to 15 lbs of weight and gw tongs attached to patient's head popped off upper tower of trios table during a post cervical procedure.